Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information; no information available. The implant or explant dates are not applicable to this device. Not applicable for this device. No information available. Do not apply to this submission.

Event description:
This case was reviewed and investigated according to the manufacture¿s policy. It was reported during a diagnostic coronary procedure, inside the body, after measurement, during pullback,the wire looked strange on the x-ray picture. When the physician removed the wire he recognized that the tip was unwound. Additional information provided, the physician kinked the wire by peeling over the introducing needle, no portion of the device became separated, or detached within the patient, and the device was intact/in one piece upon removal. Visual and microscopic inspection were performed on the returned device. The distal coil was stretched, the core wire was broken in two parts and exposed. All pieces of the core wire were accounted for. The damage to the distal coil and core wire likely occurred some time during preparation of the device for use. The manufacturing documentation for this device was reviewed, and the device met all quality and manufacturing release criteria. This product problem is being submitted because damage observed on the returned device of exposed and protruding components has a potential for harm if the malfunction were to recur.